Manufacturer narrative:
Date of event¿ is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-03899, 1627487-2021-16207, 1627487-2021-16208. It was reported that patient was diagnosed with infection at the lead site. As a result, surgical intervention occurred to explant the leads and anchors and patient was prescribed antibiotics. The infection resolved.